Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10h31055 with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a consumer report from the USA with supplemental information received on follow up with the peritoneal dialysis nurse (pdn) of catheter came unscrewed/broke and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer stated that on an unreported date in 2011, the patient experienced "catheter came unscrewed/broke." On (B)(6) 2011, the patient experienced peritonitis. The consumer reported that the cause of the peritonitis was due to the fact the "catheter came unscrewed/broke." Hospitalization was not required. Information pertaining to remedial treatment was not reported. The consumer reported that the patient was recovering from the event of peritonitis. The outcome for the event was not reported. Action taken with dianeal pd4 ambuflex therapy was not reported. Concomitant medications were not reported. The consumer did not provide a causality assessment for the event of "catheter came unscrewed/broke," peritonitis and the relation to dianeal pd4 ambuflex therapy. Follow up information was received from pdn on (B)(6) 2011. The pdn clarified that the patient was using "tegaderm," a type of bandage material described by the pdn nurse as "similar to a skin," in the shower at the connection site of the "(baxter extra short) transfer set" (unspecified) and the unknown brand catheter. The pdn explained that they did not know the patient was using this and have since educated the patient not to use this material at the connection site. The pdn explained that in applying this material during showers, overtime, the patient loosened the connection between the transfer set and catheter and developed peritonitis. The pdn nurse stated this was a user error and not a product problem with either the transfer set or the catheter. The nurse did not know the brand of catheter or any further catheter information.